Manufacturer narrative:
The insulin pump was received with button error alarm and it had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, she was attempting to bolus for lunch and the numbers were scrolling. She removed the battery, reinserted it, and the device alarmed button error. Customer's blood glucose was unknown. The customer didn't recall any significant event other than the numbers scrolling.